Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage was observed. Vascular access was obtained via a radial artery. Ivus was performed confirming vessel size. The eccentrically shaped, de novo target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery. The lesion was noted to have a significant bend of >45 and <90 degrees. Pre-dilation was performed with a 2.5x15mm apex balloon catheter. The 3.0x32mm promus element coronary drug-eluting stent was advanced into the patient without resistance. The balloon was inflated twice, to 12atms and 16atms respectively. After withdrawing the delivery balloon without issue, the physician noted via angiogram that the proximal stent edge was deformed. Post-dilation was then performed with a 3.25x15mm quantum apex balloon catheter to 18atms. There were no additional patient complications reported.